Event description:
It was reported that the bd posiflush¿ normal saline syringe was deformed. The following information was provided by the initial reporter: the complaint does not exclude the possibility that the product was deformed during transportation and could not be used. After the customer found the problem, he did not use it for the patient and replaced it with a new prefilled syringe.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 1271160. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.